Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1ae2f, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an infection and the system was removed. No further complications were reported as a result of this event.

Manufacturer narrative:
Age at time of event updated. Event date updated. If information is provided in the future, a supplemental report will be issued.